Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had glistening of the implant. The lens remains implanted. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been received and stated that no symptoms in the days following surgery. The glistening's appeared 3 years after implantation. No action has been taken, the surgeon will see over time whether or not the glistening's stabilize.